Event description:
The patient experienced a shocking or jolting sensation down her arm when she reached for something. There was no known incident or accident related to the complaint. The patient had a few falls 'quite some time' before the shocking symptoms appeared. The patient status was reported as 'fair' at the time of the complaint. The patient was seen twice by her hcp since the initial complaint; details of the visits were not available at the time of this report. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2008-05454.